Event description:
Boston scientific received information that during the implant of this left ventricular lead, the physician had difficulty removing the guidewire from the body of the lead. The physician therefore elected to cut the top of the guidewire, leaving the bottom portion in the body of the lead. The lead was successfully implanted and the pocket closed with the partial guidewire still in the body of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.